Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hypoglycemia while wearing a pod. Patient reportedly lost consciousness at home and fell; this resulted in a fracture. The patient was taken to the ER by ambulance and treated with fluids; she also received care for the fracture. The patient was released from the ER after several hours.